Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/10/2017. Device evaluation: the product package was returned to the manufacturing site for evaluation. Upon visual inspection with the unaided eye, there was no lens inside the lens case. Therefore, a product analysis was not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: na (not applicable) lens was removed/replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol), model zxt225 implanted, the doctor noticed a hole in the capsule. The lens was removed and replaced with a 3-piece lens. No further information has been provided.